Event description:
It was reported that the patient was experiencing shocking sensations, inadequate pain relief, and non-target stimulation. It was noted that the patient had two non-device related surgeries, a computed tomography (CT) scan, and an ultrasound during which the stimulation was not turned off. Program optimization was attempted and the patient had immediate pain relief.